Manufacturer narrative:
(B)(4) the customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter extension lines. Visual analysis revealed that the medial 2 extension line was separated from the blue luer hub. Analysis of the extrusion revealed narrowing/stretching towards the point of separation. Further microscopic examination revealed that no portion of the extrusion is visible inside the luer hub. The hub was cross-sectioned, and remnants of the extrusion are present. The separated line was placed next to the cross-sectioned hub. Visual analysis revealed that the white bonding material extends past the hub. This further confirms that the line was narrowed/stretched. Further microscopic analysis of the point of separation revealed that the edges were jagged. No other defects or anomalies were observed. The appearance of the separation is consistent with damage results from a tensile force pulling on the extension line as is suggested in the customer description of the event. The medial 2 extension line outer diameter (in an area where there is no elongation) measured 2.16mm, which is within the specification limits of 2.13mm -2.21mm per the medial 2 extrusion product drawing. The medial 2 extension line outer diameter (in an area where elongation is present) measured 1.96mm, which is not within the specification limits of 2.13mm - 2.21mm per the medial 2 extrusion product drawing. The inner diameter in an area that is affected by elongation measured 1.372mm, which is not within the specification limits of 1.42 mm - 1.50mm per the medial 2 extrusion product drawing. Manufacturing and r & d were consulted as part of this complaint. They confirmed that the extension line appears to have been molded correctly. Due to the observed stretching/narrowing and the fact that the white bonding material extends past the luer hub, the likely root cause is undue force related. A manual tug test confirmed that the other three extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through analysis of the returned sample. Visual analysis revealed that the medial 2 extension line had separated from inside the blue luer hub. Visual and dimensional analysis revealed that the extrusion directly adjacent to the point of separation was stretched/narrowed. The appearance of the separation is consistent with damage results from a tensile force pulling on the extension line as is suggested in the customer description of the event. Based on the customer report that the patient pulled on the line, the sample received, and the comments from r & d/manufacturing, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported v cvad hub came apart when patient pulled on it opening the line to air (line clamped without air entering patient)." The line was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reportedv cvad hub came apart when patient pulled on it opening the line to air (line clamped without air entering patient)." The line was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".